Event description:
Pump issued an altitude alarm, prompting concern. Blood glucose level did not exceed 500 mg/dl, remaining within a safe range. Customer was instructed to remove obstructions from speaker holes, clean them, and resume insulin delivery. Initial attempts did not resolve the alarm issue, but upon replacing the cartridge, pump resumed normal operation with no recurring alarms.